Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing and a single 41 joule shock for ventricular tachycardia which converted the patient¿s rhythm. The device then displayed a code 1004 for a short circuit condition detected during shock delivery. This results from a low shocking lead impedance measurement less than 12.5 ohms as a result of a shock delivery. It was also noted that there was an atrial tachy response (atr) event showing noise on the right atrial (ra) and right ventricular (rv) leads. Boston scientific technical services discussed that the code 1004 could indicate an rv lead or device issue and recommended further evaluation and possible revision. The patient was admitted to the hospital, and at the revision procedure it was found that the implanter technique had created a tension point at the suture sleeve and the leads were all rubbing against one another. The device, ra lead, and rv lead were all explanted and replaced. The patient also has a rv lead implanted that was previously capped that was extracted during the revision. No additional adverse patient effects were reported.